Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid circumflex artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. It was reported that the stent failed to pass through the lesion and it was noted that deformation occurred at the proximal end of the stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
The stent tip was deformed due to the resistance of intra-vascular calcification in the process of passing the lesions. If information is provided in the future, a supplemental report will be issued.